Event description:
This is being filed to report the leak. Leaks, regardless of when it occurs may not be detected. It was reported that during preparation the steerable guide catheter (sgc) was prepped twice per instructions for use (IFU); however, the sgc would not hold saline. The sgc was replaced. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported leak (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.